Event description:
During preparation of the pump system, prior to a cardiopulmonary bypass surgical procedure, one of the roller pumps failed to operate. An alternate pump was procedure was employed and the procedure was concluded without adverse consequence to the pt.